Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd posiflush¿ xs pre-filled flush syringe, that the labels with the scale markings are not accurate in relation to the placement on the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd posiflush xs pre-filled flush syringe, that the labels with the scale markings are not accurate in relation to the placement on the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One picture sample was received for evaluation by our quality engineer team. The photo was reviewed but due to the absence of a physical sample, the complaint could not be confirmed. As the complaint was not lot specific, a device history record review could not be completed. It was reported that as the labels containing the scale markings are adhered to the barrels, the label placement may vary slightly from syringe to syringe and result in volumetric inaccuracy. Current product specifications permit the label variation of 1.025+- 0.074", which the current manufacturing process operates to and ensures each product satisfies this requirement. Bd continuously assesses our manufacturing process to ensure product quality. Complaints received for this defect will continue to be monitored by our quality team for emerging trends.